Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided. Pt age, gender, weight: not provided.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultra meter was giving inaccurately high readings and the error 5 error message. The sr. Medical surveillance specialist contacted the patient to obtain and verify information; however was unable to reach her by telephone. The smss classified the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose reading of ¿greater than 300 mg/dl¿ on the reported meter, which she claimed was inaccurately high compared to her expected values. The patient took no actions based on this reading. The patient also reported she obtained the error message error 5 on the reported meter at that time. The patient manages her diabetes with set doses of insulin. Two hours afterwards, the patient experienced symptoms of ¿low blood sugar¿ levels; she did not provide her specific symptoms. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s testing technique was correct, the test strips were correct and in good condition and the test strips completely drew in the blood sample. The issue was not resolved with troubleshooting. The meter and control solution were replaced. The patient allegedly suffered symptoms of severe hypoglycemia after obtaining an error message and an elevated meter reading on the reported meter. Therefore, this complaint is being reported.